Event description:
Reportedly, the nurse's aid was stuck in the finger with a contaminated needle while putting the needle and syringe in the box. Blood work was done and the hospital has reported no patient injury occurred. The hospital has alleged that the container was improperly open.